Event description:
It was reported that at device upgrade, fluoroscopy found one of the lead conductor cables outside of the insulation. Inside-out insulation abrasion identified between the svc and rv coil. A new dft test was performed successfully. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.